Manufacturer narrative:
The device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: the keypad buttons were found to be responsive. There was no contamination on the button contacts. Moisture was observed on the keypad connector. The battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.